Event description:
It was reported that the intra-aortic balloon pump was exchanged on the pt due to a severe decrease in blood pressure. Blood was then noticed in the helium tubing after the pt was transferred from the or to the hospital ward. Since a balloon rupture was suspected, the iab was removed and replaced. There were no associated pt complications.